Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('started to have frequent increase in bleeding') in a 42-year-old female patient who had essure (batch no. 664662) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine polyp in 2012, multigravida and multiple cesarean sections. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("colics (for 2 days after essure insertion)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), abdominal pain lower ("intense cramp"), heavy menstrual bleeding ("increased menstrual period flow"), headache ("headaches"), menstrual disorder ("increased frequency of menstruation, including clots") and dysmenorrhoea ("severe pain during menstrual flow"). The patient was treated with estradiol valerate;norethisterone enantate (noregyna). On (B)(6) 2012, the procedural pain had resolved. At the time of the report, the genital haemorrhage, endometriosis, abdominal pain lower, heavy menstrual bleeding, headache, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered abdominal pain lower, dysmenorrhoea, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip on (B)(6) 2012: essure in the tubal ostia.. Lot number:664662, manufacture date:2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('started to have frequent increase in bleeding'). In a 42-year-old female patient who had essure (batch no. 664662), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine polyp in 2012, multigravida and multiple cesarean sections. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("colics (for (B)(6) days after essure insertion)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), abdominal pain lower ("intense cramp"), heavy menstrual bleeding ("increased menstrual period flow"), headache ("headaches"), menstrual disorder ("increased frequency of menstruation, including clots") and dysmenorrhoea ("severe pain during menstrual flow"). The patient was treated with estradiol valerate;norethisterone enantate (noregyna). On (B)(6) 2012, the procedural pain had resolved. At the time of the report, the genital haemorrhage, endometriosis, abdominal pain lower, heavy menstrual bleeding, headache, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered abdominal pain lower, dysmenorrhoea, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip: on (B)(6) 2012, essure in the tubal ostia. Lot number#: 664662, manufacture date: 2009-09, expiration date: 2012-09. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-dec-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("started to have frequent increase in bleeding / bleeding during 48 days") in a 42 year-old female patient who had essure inserted (lot no. 664662) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menarche (at 16 years-old) in 1993 and multiple cesarean sections and multigravida. As concurrent condition the report mentioned uterine polyp since 2012. The only concomitant product mentioned was tamisa (ethinylestradiol;gestodene). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the day of essure insertion, she experienced procedural pain ("colics (for 2 days after essure insertion)") and menstruation irregular ("irregular menstruation since essure placement"). On (B)(6)2015 she experienced headache ("headache / holocranial headache recurrent"), pyrexia ("fever"), nausea ("nausea"), myalgia ("myalgia"), pain ("body pain"), vomiting ("vomiting") and decreased appetite ("lack of appetite"). In december 2019 she experienced vaginal haemorrhage ("vaginal bleedng"). On (B)(6)2020 she experienced genital haemorrhage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6)2021. An unknown time later she experienced endometriosis ("endometriosis"), abdominal pain lower ("intense cramp"), heavy menstrual bleeding ("increased menstrual period flow"), abnormal menstrual clots ("increased frequency of menstruation, including clots"), dysmenorrhoea ("severe pain during menstrual flow"), adenomyosis ("adenomyosis /uterine adenomyoma / fallopian tube adenomyosis"), polymenorrhoea ("episodes of polymenorrhea with menorrhagia and elimination of refractory clots to the use of transamin, microvillar and currently to perlutan"), back pain ("lumbar pain"), uterine enlargement ("enlarged uterus. Showing myometrial textural changes suggestive of enlarged uterus. Showing myometrial textural changes suggestive of adenomyosis associated with uterine myomaassociated with uterine myoma"), uterine polyp ("uterine polyp"), endometrial polyp ("endometrial polyp") and intermenstrual bleeding ("metrorrhagias") and was found to have uterine leiomyoma ("enlarged uterus. Showing myometrial textural changes suggestive of enlarged uterus. Showing myometrial textural changes suggestive of adenomyosis associated with uterine myomaassociated with uterine myoma"). The patient was treated with microvlar (ethinylestradiol + levonorgestrel), noregyna (estradiol valerate;norethisterone enantate), depo provera (medroxyprogesterone acetate), transamin (tranexamic acid), perlutan (algestone acetophenide;estradiol enantate), desogestrel, tenoxicam and metoclopramida [metoclopramide] as well as surgery (essure removal via total hysterectomy via vaginal on (B)(6)2021) and non-drug therapy (intrauterine manual aspiration on 18-mar-2020). On (B)(6)2012, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered abdominal pain lower, abnormal menstrual clots, adenomyosis, back pain, decreased appetite, dysmenorrhoea, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, myalgia, nausea, pain, polymenorrhoea, procedural pain, pyrexia, uterine enlargement, uterine leiomyoma, uterine polyp, endometrial polyp, vaginal haemorrhage and vomiting to be related to essure administration. The reporter commented: on 23-sep-2021 was prescribed traturil. Consumer underwent total vaginal hysterectomy on (B)(6)2021 (adenomyosis + essure presence in both tubes) surgery procedure performed into another hospital. On (B)(6)2021 she went to the health center to remove the urinary catheter but they did not remove it because the patient did not showed the medical request for removal. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose] on 21-jan-2015: 94 [body temperature] on 21-jan-2015: 38.5 degrees celsius [gynaecological examination] on 05-mar-2020: uterine examination increased in size and consistency - diagnostic hypothesis adenomyosis; on (B)(6)2020: performed intrauterine manual aspiration: description of the procedure: patient in gynecological position, asepsis and placement of sterile drapes, placement of vaginal speculum, embrocation of the vaginal canal with povidone, clamping of the cervix with pozzi cervical anesthetic block, performance of the aspiration itself using cannula n° 07, output of a discreet amount of endometrial fragments, uneventful procedure. Requested biopsy of the material removed; on (B)(6)2020: on general and segmental physical examination without alterations; on 02-jul-2020: when touched, the uterus increased in size, 5cm from the pubic symphysis and with a hardened consistency [heart rate] on (B)(6)2015: 120 beats/min [oxygen saturation] on 21-jan-2015: 95 % [pathology test] on (B)(6)2020: anatomopathology of endometrial polypectomy - exiguous fragments of endometrial glands in the middle of mucus, insufficient for diagnostic conclusion; on (B)(6)2021: cervix with chronic cervicitis; secretory pattern endometrium; myometrium with leiomyoma; absence of malignancy; tubas featuring essure [smear test] on 06-aug-2019: moderate cell desquamation, mild inflammatory cytological pattern, bacterial flora cocci and bacilli, columnar squamous junction represented; on (B)(6)2019: mild inflammatory cytological pattern; flora bacterial (cocci and bacilli), columnar squamous junction represented [specialist consultation] on (B)(6)2015: patient with report that for 02 days has been presenting fever, headache náusea, myalgia, body pain , desire to vomit, lack of apetite, denies amenorrhea. Denies diarrhea, denies flu; on 05-mar-2020: patient complains of bleeding for 48 days, has already used depo provera, thames 30 and transamin without improvement, transamin 250 mg on 11-feb-2020 for 5 days and there was no result; on (B)(6)2020: patient's reports irregular menstrual cycle, denied allergies, ultrasound on (B)(6)2020 suggest endometrial polyp.; on (B)(6)2020: reports that patient is presenting intermittent transvaginal bleeding even after performing the intrauterine manual aspiration, there was no improvement after uterine curettage. She has been using perlutam for about two months to stop the transvaginal bleeding and patient reports moderate transvaginal bleeding after intrauterine manual aspiration, already had a moderate amount of menstrual flow with the presence of a polyp in the sic uterus. Performed an intrauterine manual aspiration procedure on the date of 18-mar-2020 with the result of endometrial scraping pathological anatomy (product of uterine curettage/intrauterine manual aspiration). She underwent a transvaginal ultrasound on (B)(6)2020 with a diagnostic hypothesis of: enlarged uterus. Showing myometrial textural changes suggestive of adenomyosis associated with uterine myoma. Reports that she is experiencing intermittent transvaginal bleeding even after performing manual intrauterine aspiration. There was no improvement after uterine curettage. She has been using perlutam for about two months to stop the transvaginal bleeding; on 01-jul-2020: patient brought result of transvaginal ultrasound performed on (B)(6)2020 with diagnostic hypothesis: ultrasound examination with suggestive signs of adenomyosis and uterine myoma. Uterine volume of 218.4 cm. Patient referred to a surgical gynecology outpatient clinic; on (B)(6)2020: the patient reports episodes of vaginal bleeding for about 8 months. He mentions episodes of polymenorrhea with menorrhagia and elimination of clots refractory to the use of transamin, microvillar and currently to perlutan. Associated with holocranial headache, dysmenorrhea and low back pain. A request for hospitalization was made and surgery was scheduled (indicated hysterectomy + salpingecctomy). Swapping perlutan for depo-provera 150mg; on (B)(6)2021: patient informs that he continues to use perlutam despite having been suspended since july 2020, complains of irregular bleeding with polymenorrhea, dienogestrel prescribed; on (B)(6)2021: patient using desogestrel, with bleeding improvement, patient informs that she has essure, she had not informed at the time of indication for surgery; on 23-sep-2021: patient returns today with biopsy results from total hysterectomy.refers surgery on 1-aug-21 at another hospital [ultrasound scan vagina] on (B)(6)2020: uterine with a volume of 146.58cm³ and a thickness of 12.6mm. A focal area of increased echogenicity outlined by endometrial fluid with vascular pedicles measuring 2.1 x 1.2 x 1.7 cm compatible with an endometrial polyp is visualized. Right ovary with a volume of 2.03cm³ and left ovary with a volume of 3.62cm³ and suggestive of endometrial polyp; on 29-may-2020: enlarged uterus. Showing myometrial textural changes suggestive of adenomyosis associated with uterine myoma; on 19-jun-2020: uterus measuring 218.4 cm3 with hypoechoic nodular image, intramural (figo 4),left body, measuring 2.3 x 1.5 x 1, 9, suggestive of myoma. Endometrium: 3.9 mm. Right ovary: 3.4 cm3. Left ovary :4.4 cm3; on 18-dec-2020: uterus 226 endometrium 7.5 myoma 1.3 left intramural, right ovary 2.2 left ovary 2.6; on 08-jun-2021: uterus 132cm nodular image 1.5 cm adenomyosis, right ovary 2.5 left ovary not visualized; on 23-sep-2021: long vagina at the bottom of the posterior vaginal sac, closed vaginal dome [x-ray of pelvis and hip] on 27-dec-2012: essure in the tubal ostia. Lot number:664662 manufacture date:2009-09 expiration date: 2012-09 concerning the injuries reported in this case, the following ones were described in patient medical records irregular menstruation, uterine adenomyoma, vaginal bleeding, headache, polymenorrhea, dysmenorrhea, lumbar pain, enlargement uterine, uterine myoma, headache recurrent, fever, nausea, myalgia, body pain, vomiting, appetite absent, endometrial polyp, metrorrhagia, essure removal via total vaginal hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-jan-2023: medical records was received and the follow information were included physician reporter, medical history, lab data, concomitant product, treatment product, essure stop date, irregular menstruation, adenomyosis, vaginal bleeding, headache, polymenorrhea, lumbar pain, enlargement uterine, uterine myoma, fever, nausea, myalgia, body pain, vomiting, appetite absent, endometrial polyp, metrorrhagia, imdrf codes updated. 17-jan-2023: no newclinical information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("started to have frequent increase in bleeding / bleeding during 48 days") in a 42 year-old female patient who had essure inserted (lot no. 664662) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menarche (at 16 years-old) in 1993 and multiple cesarean sections and multigravida. As concurrent condition the report mentioned uterine polyp since 2012. The only concomitant product mentioned was tamisa (ethinylestradiol;gestodene). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced procedural pain ("colics (for 2 days after essure insertion)") and menstruation irregular ("irregular menstruation since essure placement"). On (B)(6) 2015 she experienced headache ("headache / holocranial headache recurrent"), pyrexia ("fever"), nausea ("nausea"), myalgia ("myalgia"), pain ("body pain"), vomiting ("vomiting") and decreased appetite ("lack of appetite"). In (B)(6) 2019 she experienced vaginal haemorrhage ("vaginal bleedng"). On (B)(6) 2020 she experienced genital haemorrhage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2021. An unknown time later she experienced endometriosis ("endometriosis"), abdominal pain lower ("intense cramp"), heavy menstrual bleeding ("increased menstrual period flow"), abnormal menstrual clots ("increased frequency of menstruation, including clots"), dysmenorrhoea ("severe pain during menstrual flow"), adenomyosis ("adenomyosis /uterine adenomyoma / fallopian tube adenomyosis"), polymenorrhoea ("episodes of polymenorrhea with menorrhagia and elimination of refractory clots to the use of transamin, microvillar and currently to perlutan"), back pain ("lumbar pain"), uterine enlargement ("enlarged uterus. Showing myometrial textural changes suggestive of enlarged uterus. Showing myometrial textural changes suggestive of adenomyosis associated with uterine myomaassociated with uterine myoma"), uterine polyp ("uterine polyp"), endometrial polyp ("endometrial polyp") and intermenstrual bleeding ("metrorrhagias") and was found to have uterine leiomyoma ("enlarged uterus. Showing myometrial textural changes suggestive of enlarged uterus. Showing myometrial textural changes suggestive of adenomyosis associated with uterine myomaassociated with uterine myoma"). The patient was treated with microvlar (ethinylestradiol + levonorgestrel), noregyna (estradiol valerate; norethisterone enantate), depo provera (medroxyprogesterone acetate), transamin (tranexamic acid), perlutan (algestone acetophenide;estradiol enantate), desogestrel, tenoxicam and metoclopramida [metoclopramide] as well as surgery (essure removal via total hysterectomy via vaginal on (B)(6) 2021) and non-drug therapy (intrauterine manual aspiration on (B)(6) 2020). On (B)(6) 2012, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered abdominal pain lower, abnormal menstrual clots, adenomyosis, back pain, decreased appetite, dysmenorrhoea, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, myalgia, nausea, pain, polymenorrhoea, procedural pain, pyrexia, uterine enlargement, uterine leiomyoma, uterine polyp, endometrial polyp, vaginal haemorrhage and vomiting to be related to essure administration. The reporter commented: on (B)(6) 2021 was prescribed traturil. Consumer underwent total vaginal hysterectomy on (B)(6) 2021 (adenomyosis + essure presence in both tubes) surgery procedure performed into another hospital. On (B)(6)2021, she went to the health center to remove the urinary catheter but they did not remove it because the patient did not showed the medical request for removal. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose] on (B)(6) 2015: 94. [Body temperature] on (B)(6) 2015: 38.5 degrees celsius. [Gynaecological examination] on (B)(6) 2020: uterine examination increased in size and consistency - diagnostic hypothesis adenomyosis; on (B)(6) 2020: performed intrauterine manual aspiration: description of the procedure: patient in gynecological position, asepsis and placement of sterile drapes, placement of vaginal speculum, embrocation of the vaginal canal with povidone, clamping of the cervix with pozzi cervical anesthetic block, performance of the aspiration itself using cannula n° 07, output of a discreet amount of endometrial fragments, uneventful procedure. Requested biopsy of the material removed; on (B)(6) 2020: on general and segmental physical examination without alterations; on (B)(6) 2020: when touched, the uterus increased in size, 5cm from the pubic symphysis and with a hardened consistency. [Heart rate] on (B)(6) 2015: 120 beats/min. [Oxygen saturation] on (B)(6) 2015: 95 %. [Pathology test] on (B)(6) 2020: anatomopathology of endometrial polypectomy - exiguous fragments of endometrial glands in the middle of mucus, insufficient for diagnostic conclusion; on (B)(6) 2021: cervix with chronic cervicitis; secretory pattern endometrium; myometrium with leiomyoma; absence of malignancy; tubas featuring essure [smear test] on (B)(6) 2019: moderate cell desquamation, mild inflammatory cytological pattern, bacterial flora cocci and bacilli, columnar squamous junction represented; on (B)(6) 2019: mild inflammatory cytological pattern; flora bacterial (cocci and bacilli), columnar squamous junction represented. [Specialist consultation] on (B)(6) 2015: patient with report that for 02 days has been presenting fever, headache nausea, myalgia, body pain , desire to vomit, lack of apetite, denies amenorrhea. Denies diarrhea, denies flu; on (B)(6) 2020: patient complains of bleeding for 48 days, has already used depo provera, thames 30 and transamin without improvement, transamin 250 mg on (B)(6) 2020 for 5 days and there was no result; on (B)(6) 2020: patient's reports irregular menstrual cycle, denied allergies, ultrasound on 04-fev-2020 suggest endometrial polyp.; on (B)(6) 2020: (B)(6) 2020: reports that patient is presenting intermittent transvaginal bleeding even after performing the intrauterine manual aspiration, there was no improvement after uterine curettage. She has been using perlutam for about two months to stop the transvaginal bleeding and patient reports moderate transvaginal bleeding after intrauterine manual aspiration, already had a moderate amount of menstrual flow with the presence of a polyp in the sic uterus. Performed an intrauterine manual aspiration procedure on the date of (B)(6) 2020 with the result of endometrial scraping pathological anatomy (product of uterine curettage/intrauterine manual aspiration). She underwent a transvaginal ultrasound on (B)(6) 2020 with a diagnostic hypothesis of: enlarged uterus. Showing myometrial textural changes suggestive of adenomyosis associated with uterine myoma. Reports that she is experiencing intermittent transvaginal bleeding even after performing manual intrauterine aspiration. There was no improvement after uterine curettage. She has been using perlutam for about two months to stop the transvaginal bleeding; on (B)(6) 2020: patient brought result of transvaginal ultrasound performed on (B)(6) 2020 with diagnostic hypothesis: ultrasound examination with suggestive signs of adenomyosis and uterine myoma. Uterine volume of 218.4 cm. Patient referred to a surgical gynecology outpatient clinic; on (B)(6) 2020: the patient reports episodes of vaginal bleeding for about 8 months. He mentions episodes of polymenorrhea with menorrhagia and elimination of clots refractory to the use of transamin, microvillar and currently to perlutan. Associated with holocranial headache, dysmenorrhea and low back pain. A request for hospitalization was made and surgery was scheduled (indicated hysterectomy + salpingecctomy). Swapping perlutan for depo-provera 150mg; on (B)(6) 2021: patient informs that he continues to use perlutam despite having been suspended since (B)(6) 2020, complains of irregular bleeding with polymenorrhea, dienogestrel prescribed; on (B)(6) 2021: patient using desogestrel, with bleeding improvement, patient informs that she has essure, she had not informed at the time of indication for surgery; on (B)(6) 2021: patient returns today with biopsy results from total hysterectomy.refers surgery on (B)(6) 2021 at another hospital. [Ultrasound scan vagina] on (B)(6) 2020: uterine with a volume of 146.58cm³ and a thickness of 12.6mm. A focal area of increased echogenicity outlined by endometrial fluid with vascular pedicles measuring 2.1 x 1.2 x 1.7 cm compatible with an endometrial polyp is visualized. Right ovary with a volume of 2.03cm³ and left ovary with a volume of 3.62cm³ and suggestive of endometrial polyp; on (B)(6) 2020: enlarged uterus. Showing myometrial textural changes suggestive of adenomyosis associated with uterine myoma; on (B)(6) 2020: uterus measuring 218.4 cm3 with hypoechoic nodular image, intramural (figo 4),left body, measuring 2.3 x 1.5 x 1, 9, suggestive of myoma. Endometrium: 3.9 mm. Right ovary: 3.4 cm3. Left ovary :4.4 cm3; on (B)(6) 2020: uterus 226 endometrium 7.5 myoma 1.3 left intramural, right ovary 2.2 left ovary 2.6; on (B)(6) 2021: uterus 132cm nodular image 1.5 cm adenomyosis, right ovary 2.5 left ovary not visualized; on (B)(6) 2021: long vagina at the bottom of the posterior vaginal sac, closed vaginal dome [x-ray of pelvis and hip] on (B)(6) 2012: essure in the tubal ostia. Lot number: 664662. Manufacture date: 2009-09. Expiration date: 2012-09. Concerning the injuries reported in this case, the following ones were described in patient medical records irregular menstruation, uterine adenomyoma, vaginal bleeding, headache, polymenorrhea, dysmenorrhea, lumbar pain, enlargement uterine, uterine myoma, headache recurrent, fever, nausea, myalgia, body pain, vomiting, appetite absent, endometrial polyp, metrorrhagia, essure removal via total vaginal hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('started to have frequent increase in bleeding') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), abdominal pain lower ("intense cramp"), menorrhagia ("increased menstrual period flow"), headache ("headaches"), menstrual disorder ("increased frequency of menstruation, including clots") and dysmenorrhoea ("severe pain during menstrual flow"). At the time of the report, the genital haemorrhage, endometriosis, abdominal pain lower, menorrhagia, headache, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia and menstrual disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('started to have frequent increase in bleeding'). In a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), abdominal pain lower ("intense cramp"), menorrhagia ("increased menstrual period flow"), headache ("headaches"), menstrual disorder ("increased frequency of menstruation, including clots") and dysmenorrhoea ("severe pain, during menstrual flow"). At the time of the report, the genital haemorrhage, endometriosis, abdominal pain lower, menorrhagia, headache, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia and menstrual disorder to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('started to have frequent increase in bleeding') in a 42-year-old female patient who had essure (batch no. 664662) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine polyp in 2012, multigravida and cesarean section. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("colics (for 2 days after essure insertion)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), abdominal pain lower ("intense cramp"), heavy menstrual bleeding ("increased menstrual period flow"), headache ("headaches"), menstrual disorder ("increased frequency of menstruation, including clots") and dysmenorrhoea ("severe pain during menstrual flow"). The patient was treated with estradiol valerate;norethisterone enantate (noregyna). On (B)(6) 2012, the procedural pain had resolved. At the time of the report, the genital haemorrhage, endometriosis, abdominal pain lower, heavy menstrual bleeding, headache, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered abdominal pain lower, dysmenorrhoea, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2012: essure in the tubal ostia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-dec-2021: new informations were added: lawyer, lab data, medical history, treatment drugs, essure lot number, its indication and essure insertion date. The adverse event provided: procedural pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.